Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that they performed subsequent testing on the device and it was able to power on and off with each attempt. The customer stated they have obtained a spared battery to have on hand. The customer placed the device back into service after observing proper device operation. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not power on. This occurred while performing their weekly routine check on the device. There was no patient use associated with the reported event.